Event description:
The haptic of the lens was torn off after insertion into the pt's eye using the delivery device. The lens was removed and replaced.

Manufacturer narrative:
This medwatch was completed by the MFR. See MDR 1920664-2007-00212 for delivery device used with this intraocular lens.